Event description:
It was reported that the graft insertion pusher in the acculif tl set broke in half when the doctor was hitting it with a hammer to push the bone graft through.

Manufacturer narrative:
Lot number: 01141401. Method: device inspection and device history review. Results: the device was confirmed to have a fractured weld at the junction between the rod and the hub upon visual inspection. The manufacturing records were reviewed - the device lot was 100% inspected and all units passed. Conclusion: the plausible root cause of the reported event is design related.

Event description:
It was reported that the graft insertion pusher in the acculif tl set broke in half when the doctor was hitting it with a hammer to push the bone graft through.